Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to natural causes in the middle of therapy on the homechoice (hc) device in dwell. The pt was not hospitalized prior to death. The pt was receiving hospice care at the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. . An internal and external inspection was performed and found no issues. The device pneumatic system was verified and all pressures were determined to be correct and stable. Also, no leaks were observed. Device passed seal, purge & wet disposable integrity tests. A short simulated therapy was completed successfully. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the pt passed away on the reported date at 11:51pm. Should additional relevant information become available, a follow-up will be submitted.